Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively.

Event description:
It was reported that the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 sn: (B)(6) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.